Event description:
The user facility reported a 44-year-old male postoperative cardiothoracic surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that multiple complications were encountered during impella rp support. Following implant, it was noted that oozing was seen at the access site. A mattress suture was subsequently placed to achieve hemostasis. Roughly four days into support, the pump began to experience decreased flows. It was believed that a clot was present in the cannula and causing a decrease in flow rate. As a result of the noted issue, the decision was made to remove the pump and place the patient on protek duo. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
B5 updated to include placement signal issue description. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated. G1 MDR reporting contact email and reporting contact fax number updated. F6 and f8 should have been left blank in the initial report. D10 concomitant medical products and therapy dates updated.

Event description:
The investigation uncovered placement signal issues during support.

Manufacturer narrative:
The investigation for the low pump flow and access site bleed has been completed. The impella device was returned for evaluation. Upon functional testing, the pump passed electrical testing. Putting the pump in a bucket of water for extended period of time showed the sensor to drift +10mmhg. Pressurized flow loop reproduced the dp sensor drift. The root cause of the low pump flow was likely due to placement signal issues from dp sensor drift. According to clinical details, the patient was reported to be oozing from the access site; adding a second mattress suture resolved the bleeding. The root cause of the access site bleeding major issue was not determined due to a lack of clinical details. The instructions for use referenced in the initial report is for the impella rp flex with smartassist instructions for use & clinical reference manual in the following sections: section: using the automated impella controller with the impella rp flex smartassist system catheter. Section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.